Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that during installation an error safety-s was displayed. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4): the pump (mcp00703309#rpm 20-320 single roller pump) has been returned for further investigation. According to investigation report by life cycle engineering, the failure could not be reproduced. There is a method to generate the error message [safety-system]: to do this, the rotary knob is rotated repeatedly and very quickly from 0 to the clockwise direction and immediately back to 0. After a few operations, either [runaway] or [safety-system] appears. But this is a normal reaction. The pump works as it should. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Based on the investigation results the failure was not reproducible. Due to no product malfunction, no correction necessary. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
The record was again reviewed and it was determined that the product was requested but not returned yet. However, it was also determined that a product investigation is not needed for this complaint as the failure is already known. Maquet cardiopulmonary (B)(4) is aware of similar complaints which have been thoroughly investigated under (B)(4). In the course of the investigation of (B)(4) it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp-I were caused by priming solution (saline solution) on the pins of the pressure sensor of the heimdall flexboard. During priming it is unlikely but possible that priming solution (saline solution) enters the hls module and gets in contact with the contact pins of the pressure sensors of the heimdall flexboard. As the cardiohelp-I supplys electrical energy to the heimdall flexboard this can result in electrolysis at the pressure sensors. The electrolytic current then falsifies the signals of the pressure sensor. Most probable situation when saline solution can reach the heimdall flexboard is the de-airing process during the priming of the oxygenator. When the user opens the luer lock some saline can drop on the surface of the hls module 7.0 / 5.0 and from there it can flow inside to the heimdall flexboard. Corrective action plan:in order to prevent reoccurrence of the reported issue the coating of the pins of the pressure sensor of the heimdall flexboard will be replaced with a coating that is resistant against saline solution. Electrolysis will then not occur in case of the unlikely event of saline solution entry into the hls module. It is the plan to verify and validate the new coating and to implement the new coating into production until (B)(6) 2018.

Event description:
(B)(4).